Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined further troubleshooting with tandem technical support and reportedly changed out all supplies after the call. Customer's blood glucose level was 186-200 mg/dl.